Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used, the catheter device was tested prior to insertion it was deploying properly. Early on during ablation of the pv's the physician noted that it was difficult to fully undeploy, the case was completed with the normal workflow but at the very end when trying to remove the catheter into the sheath force was needed to remove the catheter completely. There was concern with how much force was needed to remove the catheter into the sheath and out of the body. Once the catheter was removed, it was visually deformed and damaged. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
When the catheter was first received by boston scientific's post market laboratory it was visually inspected, and no abnormalities were found. Next, they tested the catheter's deployment functionally and found that it was able to deploy to all possible configurations and the catheter was also able to fully undeploy. No damage was observed on the catheter's splines either. Based on all available information it was determined that there was no problem detected with the returned device. There was no damage or defect that could have contributed to the event reported in the field, nor was there any other defect found with the returned catheter.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used, the catheter device was tested prior to insertion it was deploying properly. Early on during ablation of the pv's the physician noted that it was difficult to fully undeploy, the case was completed with the normal workflow but at the very end when trying to remove the catheter into the sheath force was needed to remove the catheter completely. There was concern with how much force was needed to remove the catheter into the sheath and out of the body. Once the catheter was removed, it was visually deformed and damaged. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis. It was further reported that there was no issue deploying the catheter to a basket or flower, handle moved freely and there was no damage to the catheter prior to inserting and no visible damage seen on fluoro or ice, but visual damage to catheter after removing it from the body/sheath due to necessary force to remove it and get it back into the sheath from the la.